Event description:
It was reported that the 9800 system would intermittently not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply, filament drive, and the cables were replaced during the service call. The system was tested and found to be working as intended, and put back into service.